Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain (which radiates to the back), discomfort, drooping breast, hardened breast, deformed breast, pulsation, stabbing, warm breast, and capsular contracture" baker grade unknown and "is emotionally shaken." The event of "hair loss" is not device related. Device remains implanted.